Manufacturer narrative:
(B)(4). Carefusion technical support dispatched field service to assist with the issue.

Event description:
Biomed from a user facility reported a unit that was displaying "circuit occlusion". The incident occurred while the unit was on a patient. No patient harm, the patient was switched to another unit.